Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(6) from 01-feb-2018 through aware date 01-mar-2019. There were no similar complaints found during the searched period. The st aia-pack triiodothyronine (tt3) application analyte manual states: evaluation of results, quality control , in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Expected values : each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. Patients undergoing thyroid replacement therapy with triiodothyronine may show elevated levels of total t3 as measured by the assay. Patients undergoing thyroid replacement therapy with thyroxine may show negligible elevation in levels of total t3 consistent with the specificity profile of the assay. Samples from patients undergoing thyroid replacement therapy should be monitored using a panel of thyroid assays including an assay for thyroid stimulating hormone.6 as with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. Reference ranges : the interval given here was determined in serum samples from 304 apparently healthy individuals. Reference interval = 0.70 - 1.70 ng/ml (70 - 170 ng/dl) . The most probable cause of the failed american proficiency institute (api) survey was the instrument needed decontamination.

Event description:
A customer reported that the first event failed 4 out of 5 specimen of the american proficiency institute (api) survey for triiodothyronine (tt3) on the aia-360 instrument. The customer ordered a new sample and the samples were still out of range. The sample results were as follows: ch 01: initial sample result: 1.01 ng/ml, new sample result 1.07 ng/ml (range 0.86-1.24 ng/ml); ch 02: initial sample result: 6.68 ng/ml, new sample result 4.63 ng/ml (range 3.65-6.45 ng/ml); ch 03: initial sample result: 5.68 ng/ml, new sample result 4.03 ng/ml (range 3.10-5.23 ng/ml); ch 04: initial sample result: 2.61 ng/ml, new sample result 1.82 ng/ml (range 1.50-2.39 ng/ml); ch 05: initial sample result: 4.46 ng/ml, new sample result 3.04 ng/ml (range 2.41-4.17 ng/ml). Technical support (ts) advised the customer to decontaminate the reagent lines and not just the bottles. The customer recalibrated tt3, ran quality controls (qc), and repeated the survey samples. All samples were in range. There was no indication of patient intervention or adverse health consequences due to the discrepant survey results.